Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that part of the extended bolus was cancelled due to an unknown cause; reportedly, customer did not accidentally cancel the bolus. Customer's blood glucose was 288-289 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.